Manufacturer narrative:
Date of event: exact date unknown, event occurred several weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.